Event description:
It was reported that the patient experienced pocket stimulation. It was noted the lead experienced low impedance. An insulation breach was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.